Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation conclusion: off-label (neck angulation).

Event description:
Additional information was received. It was reported that there were no issues were noted advancing the device through the patient's anatomy. The detachment occurred while the physician deployed the stent graft. There was no loss of guide wire support noted during the implant of the limb. Film review analysis: review of returned angio images during implant revealed that the patient had a short and severely angulated proximal neck. The infrarenal neck was angulated approximately 90 deg l-r. The approximate aortic neck diameter just below the lowest left renal was 22mm, and 1cm superiorly near the right renal artery the neck diameter was 18mm. The max diameter aaa measured 5cm, and the distal aortic diameter was 19mm. A stent was seen placed into the left renal artery, and was positioned with the free end of the stent (approx. 6cm length) inside the mid-aaa sac. From the right side, the bifurcate was positioned within the angulated neck to just below the level of the upper right renal artery, covering the stented left renal. After deploying the first 2 covered stents, the suprarenal stents were released, and the stent graft was deployed down to the level of the contra gate. Final position of the bifurcate revealed approximately 1cm of proximal seal length within the angulated neck. The ipsi limb was then completely deployed, followed by an iliac limb extension into the right common iliac artery. The contra limb was then seen attempted to be positioned within the gate. The tip of the contra limb was advanced just distal to the contra gate. The contra limb device was removed. The contra limb was again advanced and was seen with the tip within the gate and separated from the graft cover by 4-5cm; the undeployed contra limb was still within the graft cover. The tip appeared to have detached. The contra d-s was pulled out of view. From the left access, the free end of the left renal stent (within the aaa) was manipulated. With the contra limb still not implanted, angio injection shows a likely proximal type I endoleak, and there was limited perfusion into the stented left renal artery. A sheath/graft cover was seen advanced up to within 1cm of the detached tip still stuck in the gate, and the tip was then seen removed from the patient. Retrograde angio injection was made from outside the gate. Another contra limb was then seen placed within the gate and the d-s was removed. Ballooning was performed within the aortic body/neck. The diameter across the ¿necked¿ area of the balloon was approximately 20mm. Completion angio was not seen in the films; any endoleak following implant could not be assessed. The cause of the tip detachment could not be determined. It is possible that anatomical issues may have contributed; however, the iliac arteries were not visualized in the films provided.

Event description:
An endurant stent graft system was inserted in the patient for the endovascular treatment of an abdominal aortic aneurysm. During the index procedure, it was reported that the taper tip broke inside the patient and the physician removed the tip with a snare. The delivery system was removed from the patient with no injuries to the patient. The physician used a new device and the procedure was completed. The physician noted that the device was inspected pre-operative and no abnormality was seen before use. The physician attributed the cause to be device malfunction. The physician indicated that due to the event the procedural time increased adding risk to the patient. It was also noted that the tapered tip break was located on the spindle tube just proximal to the capture tube. No clinical sequelae were reported and the patient is doing fine.